Event description:
It was initially reported that small cracks were detected in the surface coating of the device. The issue was discovered during the cleaning process. There was no pt involvement associated with the report and no surgical procedure was affected. No further info was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
The device was returned to the manufacturer, however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.